Event description:
A caller reported experiencing a cgm error 42. There was no adverse impact to the customer's blood glucose level. The customer received guidance from technical support, who walked them through a pump reset process, and the pump no longer displayed the error. The customer successfully started a sensor session following the reset.